Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was experiencing a rash and wanted to know if it was related to the device. The medtronic technical services operator informed the patient that the stent graft was made out of (B)(4). The patient thinks it would be the nickel and not titanium as the patient already had rods made out of titanium from a previous back operation. Technical services operator suggested to get an allergy test. Additional information was requested from the sales rep. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Date of death is unknown (month and year valid). (B)(4).